Event description:
While using true metrix air blood sugar monitor, I get the error message "e-5". I thought this was due to bad test strips until I received the recall notice. This occurs on h of my true metrix air monitors. I am filling out this form due to instructions in the recall notice. Pt: 4580. Device: 2588, 1516. Ref: mw5190839. This report captures- true metrix air #1.